Event description:
It was reported by the center after positioning the vascular access graft through the tunneler in the left upper extremity, the graft showed signs of unraveling. Neither anastomosis had been started. The center indicated the graft was positioned according to the manufacturer recommendations. The graft was immediately removed and another graft was placed without incident.